Event description:
Info received indicated that the casters were not holding. No injury alleged.

Manufacturer narrative:
Technician found that the casters were not holding due to worn teeth on the casters. Replaced all four casters on the bed to resolve this issue.